Manufacturer narrative:
The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error. This includes improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device breaking and/or being damaged. Since the complaint device was not returned and no evidence of the failure was provided, neither physical inspection nor a review of images could be performed. As a result, the complaint allegation could not be confirmed.

Event description:
Additional information was provided by sales rep on 03-nov-25 that this was discovered during a knee case and a ligament reconstruction with tibial osteotomy was performed. A tap was used to thread the tunnel and the bone quality of the patient was good. The implant did not break, only lost the initial thread. A graft from the flexor and fibular tendon was used, resulting in a thickness of 10mm. The surgeon chose to insert a 11x28 mm screw, which stripped, so a smaller 10x28 mm had to be used.

Event description:
On 10/24/2025, it was reported by an arthrex employee via (B)(4) that an ar-1403tc bio-compr interf screw was stripped during the creation of the tibial tunnel. This was discovered during the case. The case was completed by using another device with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.